Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported the patient had the full system replaced on (B)(6)2017. The exact reason for the replacement was unknown. It was reported that a catheter access port dye study was to be done, but the patient was in so much pain they couldn't access the catheter access port with a needle. The rep reported they would be seeing the physician the week of (B)(6) and would get more information then. No further complications were anticipated/reported. Additional information was received from a healthcare professional (hcp). The hcp had reported refills with more medication than expected. The hcp then decided to revise the catheter and replaced the pump at the case. There was no patient injury and no patient death. No further issues were reported or anticipated.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8784, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug via an implantable infusion pump for non-malignant pain. It was reported the patient had the full system replaced on (B)(6) 2017. The exact reason for the replacement was unknown. It was reported that a catheter access port dye study was to be done, but the patient was in so much pain they couldn't access the catheter access port with a needle. The rep reported they would be seeing the physician the week of (B)(6) and would get more information then. No further complications were anticipated/reported.

Manufacturer narrative:
The pump was returned, and analysis found no anomaly. The catheters were returned, and analysis found acceptable testing and an incomplete catheter returned in segments for the 8784 and a slice cut in the catheter body of 8780. Section d information references the main component of the system and other applicable components are: product ID 8784 lot# (B)(4) implanted:(B)(6)2014 explanted: (B)(6)2017. Product type catheter product ID 8780 lot# (B)(4) implanted: :(B)(6)2014 explanted: (B)(6)2017 if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse hydromorphone 15.0 mg/ml at 2.496 mg/day; bupivacaine 30.0 mg/ml at 4.992 mg/day and clonidine 500 mcg/ml at 83.21 mcg/day. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.